Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individually responsive for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for both the events. Add'l info received on (B)(4) 2014. Ptc investigation report was added. Add'l info was received on (B)(6) 2014 from the physician. This case initially considered as non-serious was upgraded to serious as seriousness criteria (required intervention) for both events was added. Pt's age and corrective treatment were added. Outcome of both events and action taken was updated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the synvisc cannot be excluded for the occurrence of the event of skin redness, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.

Event description:
Based on add'l info received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as seriousness criteria (required intervention) for both the events was added. This unsolicited device case was received on (B)(6) 2014 from a physician. This case was cross referred with (B)(6) (same pt). This case concerns a (B)(6) y/o female pt who experienced skin redness and swelling on application site whilst receiving treatment with synvisc. Past medications, medical history, concomitant medications and concurrent conditions were not reported. On an unk date (over one year ago), the pt initiated treatment with intra-articular synvisc injection (viscosupplementation), (dosage regimen, batch/lot number and expiration date unk) into an unspecified knee for an unk indication. On unk dates, after unk latency, the pt experienced skin redness and swelling on application site. On an unk date, she received second dose of synvisc injection. It was reported that the pt presented the same effect. The physician used intravenous methyl prednisolone at a dose of 40 mg and nsaid's 3 times a day for 5 days. On unk dates, both the events were resolved. Action taken: permanently discontinued. Corrective treatment: methyl prednisolone and nsaid's for both the events. Outcome: recovered/resolved for both events.